Event description:
It was reported this drainage catheter fracture at the entry site during initial positioning. The four inch proximal segment was removed, however, a chest x-ray revealed the distal portion remaining in the pt was in 3 pieces. These fragments were successfully retrieved a scope without incident. The procedure was completed at that time without further incident. The pt's condition is good. This device has been destroyed by the user facility. Therefore, no failure analysis is available. Follow up revealed this device had exceeded it's expiration date by 2 yrs and had been resterilized prior to use which co believes contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event.